Manufacturer narrative:
H3. Analysis of the implantable neurostimulator (ins), s/n: (B)(6), found no significant anomalies and functionally okay. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturing representative (rep). It was reported that the patient's ins was replaced in (B)(6) 2019 as the patient felt something had happened to their device due to their job as a radiologist and performing MRI's on 1.5t scanner. The patient stated they felt the ins was vibrating in their chest like an old cell phone. The exact details could not be remembered but it was thought to have started when the patient dropped their name badge in a scanner and believed dr. (B)(6) had possibly turned the left side off and made it go away. The caller has the device to return and the doctor wants it analyzed. The caller stated since the ins replacement, the patient had only been performing x-rays and CT scans at their job and has had no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient was experiencing a vibration/shocking sensation. The impedances were normal. The rep met with the patient earlier to perform impedance measurement and reported them to be normal. They reported a shocking/vibration sensation that started on saturday, during initial conversation it was a vibration that occurred about every 20 seconds but then the caller indicated that this was not the case. They were with the patient for about 3 minutes with no incident and then the patient indicated another sensation described as a cell phone vibration. The patient reported stronger sensation while driving to work. No known activity prompted the issue. Caller will have patient turn the ins off when bothered and back on when needing it for essential tremor. Patient works around CT and MRI as a side note. They suspect the lead is loose or possible fluid short but further testing needs to be performed. The shocking is occurring in the pocket. It was reported to be a sudden change in therapy/symptoms. The sensations are worsening at times and the patient reports more in left hand than right side. The patient programmed right brain 3+ 2- / patient programmed left brain c+ and 2-. Caller reporting patient has breast implants and reason for reviewing programming. Patient was implanted for essential tremor and is young and a mother of 5. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed by the healthcare provider (hcp), reported at the current time no actions/interventions were taken to resolve the shocking/vibration sensation, no was a cause identified, and the issue hadn¿t been resolved. The patient turned the device off as necessary while neurosurgery was working on scheduling an appointment. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-17 (rep): additional information was received that the device was explanted on (B)(6) 2019 because the neurosurgeon thought it would be best for the patient. The device was sent back to the manufacturer.